Event description:
An angioseal device was prepped in the normal fashion when it was noticed the dilator was not connecting. The attending physician was notified, device discarded and another angioseal was prepped and found to have the same issue and was discarded. A third angioseal device was prepped and connected well, verified by attending and was used without issue. Fourth such incident of same nature, but from different lot numbers. Manufacturer response for vascular closure, angio seal (per site reporter): they replaced the units with the problematic lot numbers from previous (3 other incidences reported, one saved for return) but this newest failure is a new lot number not previously reported. The company acknowledged they have received complaints from other hospitals.